Event description:
The doctor implanted the lead and inserted the inner clip of the stimloc cap. He closed the clip to secure the lead, removed the stylet of the lead and confirmed the position. He removed the microdrive and before he had the chance to place the cap onto the stimloc the jaws of the inner clip sprung open resulting in lead migration of approx 6 mm. The surgeon then repositioned the lead.

Manufacturer narrative:
(B)(4).